Manufacturer narrative:
The device history record, rtr-0883-20001 ln 29726471, was reviewed. The pump was manufactured on august 22, 2024. There were no nonconformances pertaining to this serial number. The device met all specifications prior to release from manufacturing. The physician confirmed the patient did not experience any adverse effect. Intera oncology has asked the physician multiple times to provide us with the latest refill data. To date, the information has not been provided. The pump remains implanted to the patient. Therefore, the cause of the complaint remains inconclusive.

Event description:
Intera oncology received a report of a pump flowing fast. The physician reached out to intera oncology on (B)(6) 2025. The patient's pump was implanted on (B)(6) 2025 and had their first refill on (B)(6) 2025. The residual volume was 6ml when the nurse attempted to empty the pump. The surgeon spoke with the patient and confirmed that the patient did not travel, had fevers or "other issues". The surgeon states everything was normal during the implant procedure. She did use a tapered catheter. The nurse reported to the surgeon that all was normal during refill procedure. Hep saline was infused on the first refill on (B)(6) 2025.